Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy during an elective surgical procedure due to electro cautery exposure without magnet intervention. It was further reported that a lead integrity alert was triggered due to the lack of magnet intervention. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.